Event description:
Related manufacturer report number: 3006705815-2022-15389. It was reported that patient experienced erosion at the ipg site. Surgical intervention was undertaken and the ipg was explanted. The lead was also cut during this procedure.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.